Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high impedances that were ¿above 40000 ohms¿ were measured after connecting the implantable neurostimulator (ins) and the extension at the time of implant. In an attempt to troubleshoot the situation, the connections were cleaned and reconnected a total of five times. However, in the end, the ins was replaced and the issue was resolved. It was noted the ins was ¿never implanted.¿ the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly.